Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer would not open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog #, unique identifier (UDI) #, medical device model #. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed to open. A field service engineer (fse) stated both drawers were inaccessible, and upon inspection, all indicator lights on the drawers were found to be off. The module board was replaced, which allowed the station to boot successfully. Further isolation of the drawers revealed that the drawer board on drawer 12 was faulty. This board was also replaced, and after thorough testing, both drawers were confirmed to be operational. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the drawer would not open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.